Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level was 38 mg/dl. Customer's blood glucose level was 137 mg/dl. Troubleshooting was performed for low blood glucose reading. Customer performed displacement verification test and the test was okay. It was unknown that if the insulin pump was in auto mode at the time of the incident. Insulin pump will not be returning for analysis.